Manufacturer narrative:
The insulin pump was received with intermittent blank display due to corroded battery tube. It was unable to test for battery out limit alarms due to the blank display. Device had scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 469 mg/dl; treated with manual injection. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and change the battery; the display returned. The customer called back on (B)(6) 2014 and stated that the insulin pump alarmed battery out limit during normal use and requested the device to be replaced. Blood glucose at the time of the call was 238 mg/dl. The insulin pump was replaced and returned for analysis.